Event description:
During a code event, the I-stat abg machine was locked due to "sensor change" they attempted to run the test in other units and the I-stat was down in those departments as well. All the sensors had been changed at the same time on the same day. The units had to be down for 20 minutes for a relay (relay time was known) hospital has adopted a new procedure so that the heart hospital and ICU sensors are changed on a schedule and not at the same time on the same day. This will ensure that an I-stat is available in a unit close by.